Event description:
The ge oec 9800 fluoroscopy system reported that the image on the left (live) monitor appeared "faded."

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the image quality concern. The image processor pcb was re-seated and all voltages were verified. The system was tested found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.